Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, false auto mode switch episodes were observed due to far field r-wave oversensing post pacing. Programming changes were made. Patient was stable.

Event description:
The p-waves were around 0.9 mv.